Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient¿s pump emitted loss of prime warnings at school. The reporter stated that they went to school and reprimed pump and bolused. The patient¿s blood glucose (bg) was 33mmol/l and he was nauseated and very emotional. This report is being made due to the bg excursion the patient experienced while on pump therapy. The loss of prime warning is not reportable the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.